Manufacturer narrative:
See manufacturer¿s report #3004209178-2016-27311 for the patient¿s other issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that when they met the patient for a post-op visit the device no longer had high impedances. No further diagnostics or troubleshooting was done and the patient was still getting effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for chronic low back pain. It was noted that there were out of range impedances were seen on contacts 0, 1, and 7 on the patient¿s new implantable neurostimulator (ins) system in recovery. Intra-operatively, only electrode 7 was out of range. Follow up information received from the representative on (B)(6) 2016 reported that there were high impedances with the new ins system but they were getting good coverage. It was noted that the new device system working as intended at the time of surgery and the representative was to meet with the patient for a post-operative visit on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.